Event description:
It was reported during premature ventricular complex (pvc) ablation procedure, an intellanav mifi open-irrigated was selected for use. After several minutes of ablation the generator alarmed excessive temperature. The luer lock port of catheter was noted to be broken and leaking fluid. The catheter was replaced, and the procedure was completed successfully with no patient complications. The product was returned for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated was evaluated by boston scientific. Upon receipt at the post market laboratory, the device was the device has the irrigation tube partially detached, consequently confirming the reported complaint. With all the available information, boston scientific was able to confirm the reported clinical observation of fluid leak.

Event description:
It was reported during premature ventricular complex (pvc) ablation procedure, an intellanav mifi open-irrigated was selected for use. After several minutes of ablation the generator alarmed excessive temperature. The luer lock port of catheter was noted to be broken and leaking fluid. The catheter was replaced, and the procedure was completed successfully with no patient complications. The product was returned for analysis.